Event description:
It was reported that 2 years post implantation, the patient reported mild left hip flexor tendinitis. Patient was prescribed physical therapy and the tendinitis has resolved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 010000662, g7 pps ltd acet shell 50d, lot # r7304614a. Item # 574201040, avenir cmpl ha std col size 4, lot # 3060082. Item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7375825. Item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7375821. Item # 30103604, 36mm i.d. Size d neutral liner, lot # 65627113. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. - product has not been returned. No product evaluation was able to be completed. - devices are used for treatment. - reported event is not related to device therefore, a compatibility review is not applicable. - no further actions will be initiated as a result of reported event. - root cause of the reported event is not device related. Tendonitis is the inflammation or irritation of the tendons and is typically caused by repetitive motion, overuse and pressure to the bursae. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. This can impact the patients¿ ability to use the joint to their full potential. Patient can experience a decrease with overall adls, rom of the joint, decrease in quality of life, as well as increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment for tendonitis can consist of, otc medications, such as tylenol and anti-inflammatories, prescribed pain medications, physical therapy, rest, ice, elevating the affected joint and steroid injections. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient underwent an initial left total hip arthroplasty. Subsequently, approximately 1 year and 6 months post implantation the patient reported mild left hip flexor tendinitis at follow up. After prescribed physical therapy, the complication was marked as resolved. Attempts have been made and additional information on the reported event is unavailable at this time.